Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 16227398/18717213/18717214.

Event description:
It was reported that the patient had an infection at the ipg site. Symptom was drainage or scab over superior aspect of the battery site that was surrounded with scar tissue. The physician was unsure of the cause unless patient lost weight and ipg started rubbing skin which caused irritation. The patient was placed on antibiotics. The explanted ipg will not be returned.